Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000:(B)(6). (B)(6). Operative report. Preoperative diagnosis: chronic incarcerated umbilical hernia. Postoperative diagnosis: chronic incarcerated umbilical hernia. Procedure performed: umbilical hernia repair. Anesthesia: general. Estimated blood loss: minimal. Indication for procedure: the patient is a 39-year-old female, morbidly obese, with a chronically incarcerated umbilical hernia, who desires repair. The procedure is outlined with her and her family members in detail. This is to include a primary repair if at all possible with potential for mesh prosthesis pending findings, size of defect, etc. The risks include but are not limited to infection, bleeding, markedly elevated risk of recurrence due to her body habitus with her morbid obesity, other wound complications such as injury to underlying structures, seroma, hematoma formation, anesthetic related difficulties, etc. She is very well informed. All her questions were answered in the preoperative phase. Findings: the defect was actually small and measured 1.5 cm x 2 cm. It was repaired without any undue tension with primary 0 tycron [sic] suture . Description of procedure: ¿after obtaining informed consent from the patient, the patient was taken to the operating room and placed in the supine position. The patient received perioperative intravenous ancef. Compression boots were applied and functioning to bilateral lower extremities. After the induction of general anesthesia, the patient was prepped and draped in the usual sterile manner. Next, periumbilical/ infraumbilical type incision was made. This was carried down into the subcutaneous sharply. Using electrocautery, we carried dissection until we identified the hernia sac. The hernia sac was circumferentially dissected to the level of the umbilicus nicely until this was circumferentially dissected free. We then dissected the hernia sac off the undersurface of the umbilical skin. The hernia sac was resected in its entirety. The omentum, which was incarcerated, was fully viable and reduced at the peritoneal cavity. The edges were elevated with allis clamps. We then cleared the anterior surface of the fascia for 3 cm in all directions. Under direct vision we repaired this with interrupted 0 tycron [sic] suture nicely. The fascia was stretched and thin, likely due to her body habitus, but came together without undue tension or problems. The wound was irrigated with sterile saline. We tacked down the umbilical skin with two 3-0 vicryl sutures. The subdermal tissue was approximated with running 2-0 vicryl suture. The skin was approximated with clips followed by application of sterile dressing. Cotton balls were placed in the umbilical region as well. The patient tolerated the procedure well. No immediate complications. The patient was taken to the recovery room in stable condition. All final sponge, needle and instrument counts were reported as correct by the circulating rn prior to leaving the operating room suite.¿ records between (B)(6) 2000 and (B)(6) 2009 were not provided. (B)(6) 2009:(B)(6). (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia with incarcerated small bowel. Procedure: ventral herniorrhaphy with mesh repair, open. First assistant: kay quick. Technique: ¿under general endotracheal anesthesia, the patient¿s abdomen was prepped with betadine, draped with sterile drapes, and an incision made over the midline over the hernia. The patient had a very large subcutaneous hernia; it was actually much larger than it appeared on physical examination due to the fact that the patient is morbidly obese. The hernia sac measuring 8-10 cm in diameter was discovered and this was dissected free of the underlying subcutaneous tissue back to normal fascia. The fascial defect measured 6 cm . The hernia sac was opened and a large amount of small bowel with a small amount of omentum was found incarcerated within the hernia sac and required release of adhesions to free it. When all the small bowel was freed and replaced in the peritoneal cavity, the hernia sac was completely removed. Bleeding vessels were cauterized during the procedure. The peritoneum was then closed with 3-0 vicryl. Fascial closure was then accomplished utilizing ethicon mesh, which was placed with interrupted horizontal mattress sutures of 0 prolene. When closure was complete, a blake drain was brought through a stab wound and positioned beneath the subcutaneous tissue. The subcutaneous tissue was closed with 3-0 vicryl, the skin was closed with staples, dressings were applied and the patient left the operating room in stable condition.¿ records between 10/02/09 and 06/14/12 were not provided. (B)(6) 2012:(B)(6). (B)(6). Radiology-CT abdomen/pelvis. Umbilical pain. Findings: roughly 15 cm defect in anterior abdominal wall just to right of midline. Numerous segments of small bowel and portion of transverse colon have extended through this defect. No clear bowel obstruction but bowel could be incarcerated. No sign of pneumatosis to suggest bowel necrosis. Diverticulosis if sigmoid and descending colon but no evidence for acute diverticulitis. (B)(6) 2012:(B)(6). (B)(6). Operative report. Preoperative diagnosis: incarcerated, recurrent, ventral hernia. Postoperative diagnosis: incarcerated, recurrent, ventral hernia. Operation: diagnostic laparoscopy. Open repair of recurrent ventral hernia with mesh. Anesthesia: general. Estimated blood loss: 500 cc¿s (cubic centimeter). Fluids: 1900 cc¿s (cubic centimeter) of crystalloids. Type of wound: type 1 (clean wound). Indication for the procedure: this lady presented with an incarcerated, recurrent, ventral hernia. Therefore, she was offered emergent repair. An informed consent was obtained after reviewing the operative details ad highlighting the complications of infection, bleeding, cardiorespiratory dysfunction and further recurrence. Description of the procedure: ¿she was placed supine on the operating table and general anesthesia was induced using an endotracheal tube. A gram of ancef was administered intravenously as prophylaxis against infection. Sequential compression devices were placed around her legs, to minimize the risk of venous thrombosis. A foley catheter was placed to monitor urine output during the perioperative period. The abdomen was prepared and draped in the usual sterile manner. A 5 millimeter trochar was placed over the left upper quadrant under direct vision with a 0 degree laparoscope. Pneumoperitoneum was established using carbon dioxide insufflation, to a pressure of 15 millimeters of mercury. Initial laparoscopy survey confirmed the hernia with multiple defects measuring between 3-4 centimeters. The loops of bowel contained in the hernia were reduced easily once anesthesia was induced with adequate muscle relaxation . I placed another 5 millimeter trochar over the left side. Further caudally to facilitate dissection. At this point, I noticed a lot of blood clots along the left peri-colic gutter. Therefore, I placed two additional 5 millimeter trochars over the right side of the abdomen and examined the area of blood clots more carefully. There was no active bleeding but the source of clots could not be ascertained. Therefore, I elected to convert to an open procedure. Open repair of recurrent ventral hernia: under direct laparoscopic view, a vertical incision was made over the hernia. All of the loops of small bowel were examined and found to be free of any iatrogenic injury. The bleeding was found to be emanating from an omental vessel . It was controlled with lahey clips. The spleen itself was intact. The abdominal cavity was then irrigated with warm saline and we proceeded to assess the technique of repair. Multiple sacs were obliterated using two rows of #2 prolene sutures. The area was then reinforced with a dual mesh, secured using prolene sutures. The fascia was then approximated using #2 prolene in a continuous fashion, without any tension . Subcutaneous tissue was then closed using #1 vicryl and skin with the staples. She tolerated the procedure well and was taken to the ICU (intensive care unit) in a stable, intubated state. Needles, sponges and instruments were correct at the end of the operation. (B)(6) 2012:(B)(6). Surgical case record. Implants. Implant/manufacturer: mesh dual gore/w.l. Gore & associates. Qty.: 1. Lot #/serial #: (B)(6). Cat #/batch #: 1dlmcp03. Size/exp. Dt.: (B)(6) 2014. Site: operative site. Culture: n. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/9904908) was implanted during the procedure. 06/15/12-09/11/16: [missing records: records regarding hernia recurrence and ¿enlargement and progressive pain over time¿ were not provided.] (B)(6) 2016:(B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: incisional hernia without obstruction or gangrene. Postoperative diagnosis: incisional hernia without obstruction or gangrene. Procedure: open repair of recurrent incisional hernia with mesh (15 x 20 cm physiomesh). Time: see case tracking events in the intraoperative anesthesia record for official surgical times. Anesthesia: general endotracheal; tap (transversus abdominis plane) block. Estimated blood loss: 300 ml. Blood replaced: 4 units of ffp [fresh frozen plasma]. Specimen: previously placed mesh for gross only. Drains: 16-french foley catheter and bilateral 19-french round blake drains under subcutaneous flaps. Operative findings: there was a large incisional hernia with multiple loops of herniated bowel and significant loss of domain. There was a contraction of the previously placed mesh, which was only partially attached to the fascia with suture. Adherent to the underside of the mesh was a loop of small bowel that had been entrapped; however, there was no evidence of obstruction or fistula from the same. Approximately 15 cm subcutaneous flaps were raised bilaterally with placement of a 15 x 20 cm physiomesh to cover a 8 x 12 cm fascial defect. The fascia was closed over the mesh. Complications: none. Disposition: stable and extubated to pacu. History: ms. Barton is a 54-year-old woman who has undergone multiple incisional hernia repairs; the most recent was performed 2012 and complicated by recurrence. Due to the enlargement and progressive pain over time, she desired repeat repair of incisional hernia. She was evaluated in clinic and deemed appropriate for the same. The risks of the procedure were explained to the patient in great detail which included recurrence as well as bleeding and infection. The patient elected to proceed, nonetheless. Informed consent was then obtained. Ms. Barton was taken to the operating room and placed on the table in supine position, where general endotracheal anesthesia was induced without incident. She received preoperative heparin and antibiotics. All pressure points were padded. She was prepped and draped in the usual sterile fashion. Time-out was performed during which the correct patient, operative site, and procedure were agreed upon by all. Procedure in detail: ¿we used a #10 blade scalpel to perform a midline laparotomy from several centimeters below the xiphoid down through the midline and proceeding in an inferolateral direction below where the patient¿s umbilicus would have been . The skin in this area was very thin and closely approximated by the hernia sac, which was densely and extensively adherent to the abdominal wall. We used a combination of blunt and electrocautery dissection to dissect through the very thin subcutaneous tissues and were able to dissect out the large hernia sac. We then entered the peritoneum and noted a contracted piece of mesh that was sutured to the fascial rim. On the mesh undersurface, there was a loop of small bowel that was attached by the suture. We were able to carefully dissecte [sic] this loop of bowel away from the mesh and then excise the mesh in its entirety using electrocautery and sharp dissection with scissors. We raised large subcutaneous flaps bilaterally measuring approximately 15 cm and found that the resultant hernia defect was 8 x 12 cm. We then elected to place a 15 x 20 cm piece of physiomesh to close the hernia defect. Prior to doing so, we placed a fish retractor into the abdomen to protect the bowel and placed the physiomesh into the abdomen. The mesh was then tacked in four quadrants using 0 prolene sutures, and multiple intervening interrupted 0 prolene sutures were placed. We then used a laparoscopic tacking device to additionally anchor the mesh and then secured all of the prolene sutures circumferentially. Prior to completing the same, the fish retractor and sponges were removed. Next a #1 pds suture was used to close the fascia overlying the mesh in a running fashion. We placed 19-french blake drains bilaterally under the subcutaneous flaps and anchored these to the abdominal wall using nylon suture. Next we irrigated the subcutaneous tissues and used vicryl sutures in a running fashion to close this layer. We then closed the skin with 4-0 monocryl suture in a running subcuticular fashion. The incision was then overlain with dermabond. All needle, instrument, and sponge counts were correct x 2. The patient was then transferred to the stretcher and simultaneously placed in an abdominal binder. This was secured, and the patient was awakened, extubated, and then transferred to the pacu in stable condition.¿ dr. Cone was present and scrubbed throughout all critical aspects of the procedure. (B)(6) 2016:(B)(6). (B)(6); (B)(6). Pathology report. Case: 16-sr-10905. Specimen: surgical device, abdominal mesh. Final diagnosis: a) abdominal mesh, removal: reactive fibroconnective tissue with synthetic mesh . Gross description: specimen a is received fresh labeled with the patient¿s name, cindy barton, medical record number, 003204548, and abdominal mesh. Specimen consists of 2 pieces of tan-red tissue fragments with intermixed suture material measuring 13.7 x 3.6 x 1.6 cm and 9.5 x 6.6 x 1.3 cm. Representative sections were taken from each tissue fragment and submitted into cassette a1. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate code/term not available for ¿mesh contraction¿) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2000 through (B)(6) 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2000 through (B)(6) 2009; from (B)(6) 2009 through (B)(6) 2012; from (B)(6) 2012 through (B)(6) 2016 were not provided. Patient information: medical history: obesity. (B)(6) 2000: ¿morbidly obese¿ . (B)(6) 09: 272.2 lbs.; bmi 49.8. (B)(6) 09: ¿morbidly obese¿. Smoker. (B)(6) 09: ½ pack/day for 30 years. Chronic incarcerated umbilical hernia. Gravida 2, para 1, abortion 1. Diabetes mellitus. Asthma. Chronic obstructive pulmonary disease [copd]. Surgical procedures: 1982: cholecystectomy, appendectomy. (B)(6) 2000: umbilical hernia repair. (B)(6) 2009: ventral hernia repair with mesh repair. Implant: ethicon. (B)(6) 2012: diagnostic laparoscopy. Open repair of recurrent ventral hernia with mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2016: open repair of recurrent incisional hernia with mesh (15 x 20 cm physiomesh). Relevant medical information: (B)(6) 2000: indication: ¿the patient is a 39-year-old female, morbidly obese, with a chronically incarcerated umbilical hernia, who desires repair. The procedure is outlined with her and her family members in detail. This is to include a primary repair if at all possible with potential for mesh prosthesis pending findings, size of defect, etc. The risks include but are not limited to infection, bleeding, markedly elevated risk of recurrence due to her body habitus with her morbid obesity, other wound complications such as injury to underlying structures, seroma, hematoma formation, anesthetic related difficulties, etc.¿ (B)(6) 2000: umbilical hernia repair. Findings: ¿the defect was actually small and measured 1.5 cm x 2 cm. It was repaired without any undue tension with primary 0 tycron [sic] suture.¿ procedure: ¿next, periumbilical/ infraumbilical type incision was made. This was carried down into the subcutaneous sharply. Using electrocautery, we carried dissection until we identified the hernia sac. The hernia sac was circumferentially dissected to the level of the umbilicus nicely until this was circumferentially dissected free. We then dissected the hernia sac off the undersurface of the umbilical skin. The hernia sac was resected in its entirety. The omentum, which was incarcerated, was fully viable and reduced at the peritoneal cavity. The edges were elevated with allis clamps. We then cleared the anterior surface of the fascia for 3 cm in all directions. Under direct vision we repaired this with interrupted 0 tycron [sic] suture nicely. The fascia was stretched and thin, likely due to her body habitus, but came together without undue tension or problems. The wound was irrigated with sterile saline. We tacked down the umbilical skin with two 3-0 vicryl sutures. The subdermal tissue was approximated with running 2-0 vicryl suture. The skin was approximated with clips followed by application of sterile dressing.¿ (B)(6) 2009: preoperative diagnosis: ¿ventral hernia with incarcerated small bowel.¿ (B)(6) 2009: ventral herniorrhaphy with mesh repair, open. [Implant ethicon]. Procedure: ¿the patient had a very large subcutaneous hernia; it was actually much larger than it appeared on physical examination due to the fact that the patient is morbidly obese. The hernia sac measuring 8-10 cm in diameter was discovered and this was dissected free of the underlying subcutaneous tissue back to normal fascia. The fascial defect measured 6 cm. The hernia sac was opened and a large amount of small bowel with a small amount of omentum was found incarcerated within the hernia sac and required release of adhesions to free it. When all the small bowel was freed and replaced in the peritoneal cavity, the hernia sac was completely removed. Bleeding vessels were cauterized during the procedure. The peritoneum was then closed with 3-0 vicryl. Fascial closure was then accomplished utilizing ethicon mesh, which was placed with interrupted horizontal mattress sutures of 0 prolene. When closure was complete, a blake drain was brought through a stab wound and positioned beneath the subcutaneous tissue. The subcutaneous tissue was closed with 3-0 vicryl, the skin was closed with staples...¿ implant preoperative complaints: (B)(6) 2012: CT abdomen/pelvis: ¿roughly 15 cm defect in anterior abdominal wall just to right of midline. Numerous segments of small bowel and portion of transverse colon have extended through this defect. No clear bowel obstruction but bowel could be incarcerated. No sign of pneumatosis to suggest bowel necrosis.¿ implant procedure: diagnostic laparoscopy. Open repair of recurrent ventral hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/9904908, 10cm x 15cm 1mm thick, oval]. Implant date: (B)(6) 2012. Description of hernia being treated: ¿initial laparoscopy survey confirmed the hernia with multiple defects measuring between 3-4 centimeters. The loops of bowel contained in the hernia were reduced easily once anesthesia was induced with adequate muscle relaxation. I placed another 5 millimeter trochar over the left side. Further caudally to facilitate dissection. At this point, I noticed a lot of blood clots along the left peri-colic gutter. Therefore, I placed two additional 5 millimeter trochars over the right side of the abdomen and examined the area of blood clots more carefully. There was no active bleeding but the source of clots could not be ascertained. Therefore, I elected to convert to an open procedure. Open repair of recurrent ventral hernia: under direct laparoscopic view, a vertical incision was made over the hernia. All of the loops of small bowel were examined and found to be free of any iatrogenic injury. The bleeding was found to be emanating from an omental vessel. It was controlled with lahey clips. The spleen itself was intact. The abdominal cavity was then irrigated with warm saline and we proceeded to assess the technique of repair. Multiple sacs were obliterated using two rows of #2 prolene sutures.¿ implant size and fixation: ¿the area was then reinforced with a dual mesh, secured using prolene sutures. The fascia was then approximated using #2 prolene in a continuous fashion, without any tension.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2016: [the patient] ¿is a 54-year-old woman who has undergone multiple incisional hernia repairs; the most recent was performed 2012 and complicated by recurrence. Due to the enlargement and progressive pain over time, she desired repeat repair of incisional hernia. She was evaluated in clinic and deemed appropriate for the same.¿ explant procedure: open repair of recurrent incisional hernia with mesh (15 x 20cm physiomesh). Explant date: (B)(6) 2016. Findings: ¿there was a large incisional hernia with multiple loops of herniated bowel and significant loss of domain. There was a contraction of the previously placed mesh, which was only partially attached to the fascia with suture. Adherent to the underside of the mesh was a loop of small bowel that had been entrapped; however, there was no evidence of obstruction or fistula from the same.¿ ¿we used a #10 blade scalpel to perform a midline laparotomy from several centimeters below the xiphoid down through the midline and proceeding in an inferolateral direction below where the patient¿s umbilicus would have been. The skin in this area was very thin and closely approximated by the hernia sac, which was densely and extensively adherent to the abdominal wall. We used a combination of blunt and electrocautery dissection to dissect through the very thin subcutaneous tissues and were able to dissect out the large hernia sac. We then entered the peritoneum and noted a contracted piece of mesh that was sutured to the fascial rim. On the mesh undersurface, there was a loop of small bowel that was attached by the suture. We were able to carefully dissecte [sic] this loop of bowel away from the mesh and then excise the mesh in its entirety using electrocautery and sharp dissection with scissors. We raised large subcutaneous flaps bilaterally measuring approximately 15 cm and found that the resultant hernia defect was 8 x 12 cm. We then elected to place a 15 x 20 cm piece of physiomesh to close the hernia defect. Prior to doing so, we placed a fish retractor into the abdomen to protect the bowel and placed the physiomesh into the abdomen. The mesh was then tacked in four quadrants using 0 prolene sutures, and multiple intervening interrupted 0 prolene sutures were placed. We then used a laparoscopic tacking device to additionally anchor the mesh and then secured all of the prolene sutures circumferentially. Prior to completing the same, the fish retractor and sponges were removed. Next a #1 pds suture was used to close the fascia overlying the mesh in a running fashion. We placed 19-french blake drains bilaterally under the subcutaneous flaps and anchored these to the abdominal wall using nylon suture. Next, we irrigated the subcutaneous tissues and used vicryl sutures in a running fashion to close this layer. We then closed the skin with 4-0 monocryl suture in a running subcuticular fashion. He incision was then overlain with dermabond.¿ relevant medical information: ¿ (B)(6) 2016: pathology: ¿specimen: surgical device, abdominal mesh. Final diagnosis: a) abdominal mesh, removal: reactive fibroconnective tissue with synthetic mesh.¿ ¿ gross description: specimen consists of 2 pieces of tan-red tissue fragments with intermixed suture material measuring 13.7 x 3.6 x 1.6 cm and 9.5 x 6.6 x 1.3 cm.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9904908. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh contraction, mesh removal, additional surgery. Additional event specific information was not provided.